Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2.4 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
In 2009, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm with a left iliac artery aneurysm. It was reported that the physician provided the required 3 cm of overlap between the contralateral leg component and the iliac extender component. According to a 3-month f/u CT scan, the iliac extender component had separated and migrated 3 cm distally. Eight months later, the pt's family reported that the pt presented with abdominal pain; however, no treatment was received for the pain. Two days later, the pt expired due to a distal abdominal aorta aneurysm rupture. No autopsy will be performed.